Event description:
Boston scientific received information that this device had been implanted with the left ventricular (lv) lead plugged into the right ventricular (rv) lead port which is off label use. Fifteen months later, a lead revision was performed due to noise on the competitive lead. During this procedure, this device was explanted due to blood in the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.